Event description:
It was reported that due to patient's active lifestyle one of the two percutaneous lead migrated down two levels. Surgical intervention was undertaken wherein both percutaneous and their associated anchors were explanted and replaced with a single paddle lead. Therapy was restored. Product investigation was unable to determine which lead had the issue,

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000117520. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.